Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is wearing the cartridge for longer than 72 hours. Tandem technical support informed customer that wearing the cartridge for longer than 72 hours, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.